Event description:
It was reported that during a da vinci s surgical procedure, the surgeon was removing the maryland bipolar forceps instrument to exchange for another instrument when the bipolar cable connector broke. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the top plug riser is pushed into the back end and the bottom pin is bent. The chassis feature that retains the bipolar insert and pins are broken. Engineering has concluded that the damage was most likely caused by the instrument being mishandled, resulting in the pins bending and breaking the chassis feature. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering also observed that the distal end of main tube has a 2.1" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.